Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient¿s device was being interrogated due to beeping from the device. Upon interrogation a charge circuit timeout was found. The device had reached recommended replacement time (rrt) several weeks prior to the timeout. The device was deactivated and a life vest was placed on the patient until the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-52 lead, implanted: (B)(6) 2005. (B)(4).